Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusions set fell off due to which hyperglycemia occurs. High blood glucose level was 197 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.